Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra2 was not giving him a result after applying blood to the test strip. The patient had just bought the meter the day before contacting lifescan and during this time he had been unable to obtain a test result with the meter. The patient mentioned that the paramedics treated him for hypoglycemia on the day before around 3pm. The same day he purchased the meter. He indicated that he was unable to stand up and had wobbly legs, so he called the emergency services (ems). When the ems arrived, the patient's blood glucose was "40 mg/dl" on the ems meter. He was then treated with a "tube like toothpaste" to bring his blood glucose levels up. After the treatment, his blood glucose was "70 mg/dl" on the ems meter. It was not clear whether or not he had attempted to test prior to having symptoms. Additionally, it is not clear how many times he had attempted to test prior to calling lifescan. During troubleshooting with the patient, the csr discovered that the patient was using the incorrect testing technique. The csr resolved the alleged issue with training. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported due to the following conclusion: the patient alleged he became hypoglycemic and required treatment from the emergency services, although, it is not clear whether or not this reported injury began before or after the patient had first attempted to use the meter. Although there was no indication that the product malfunctioned since the alleged issue was resolved with training, replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.